Manufacturer narrative:
Occupation is lay user/patient. This event occurred in (B)(6). The meter and test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Product labeling states: "the coaguchek system uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas deviations can occur when compared to methods using other thromboplastins. However, those deviations between thromboplastins of different origin (e.g., rabbit based) are not specific to coaguchek products. Similar differences can be observed when a human recombinant thromboplastin based laboratory method is compared to other laboratory methods." Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant high inr results with a coaguchek inrange meter with an unspecified serial number compared to the stago chronometry laboratory method and a different coaguchek inrange meter. The result from the customer's meter was 8 inr. The result from a different inrange meter was 6 inr. On (B)(6) 2019 the result from the customer's meter was 5.6 inr. The result from the laboratory less than 3 hours later was 4.2 inr. The customer's therapeutic range is 3.5 - 4.5 inr. The test strip lot used for these tests was requested but was not provided.